Event description:
The customer reported that the nibp reading on this ay unit was lower than the value displayed on the simulator. The issue was discovered during preventive maintenance (pm). The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that the nibp reading on this ay unit was lower than the value displayed on the simulator. The issue was discovered during preventive maintenance (pm). According to the customer, they tried different cuffs and cable; however, the issue remained. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 04/15/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 04/16/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 04/20/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. The following fields are not available (n/a) to this report: h4 device manufacturer date.